Manufacturer narrative:
Approximate age of device ¿ 4 years and 11 months. A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had a previously unreported history of multiple and recurrent driveline infections. The vad clinicians attempted to treat the infections directly at the exit site, with IV antibiotics, and via incision and drainage procedures on unspecified dates. On (B)(6) 2016, it was reported that the patient was in the intensive care unit with purulent drainage from the exit site. Blood cultures were positive for bacteremia. The patient underwent surgical exploration of the pump pocket, and upon entering chest it was reported that there was a pocket of purulent drainage noted within lvad pump pocket site. On (B)(6) 2016, the patient underwent a pump exchange. During the exchange, the thoracic cavity and pump pocket were irrigated with antibiotic solution and the driveline for the new device was tunneled to the opposite side of the patient's abdomen. No additional information was provided.